Manufacturer narrative:
(B)(4). An empty opened box and two unopened samples of product code 698g, lot # mlq538 were returned for analysis. During the visual inspection of two samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements. Representative samples returned to support investigation of 4 devices captured in reports 2210968-2019-79727, 2210968-2019-79917, 2210968-2019-79916 and 2210968-2019-79915.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. How many procedures were involved in this suture breakage complaint? For each procedure please provide the following additional information separately event date ¿ last event date (B)(6) 2019. Quantity involved? 1. Did each involved suture break during actual use on patient? Breaks did occur on actual use on patient. How was case completed? Case completed by opening additional sutures and using them any patient consequences? Additional needle sticks. Has the product been shipped back for evaluation yet? The samples are expected to ship back on 4/5.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6)2019 and suture was used. During use on the patient, it was reported that the suture broke. The case was completed by opening additional sutures and using them. There was no adverse consequence for the patient reported.